Manufacturer narrative:
An isi field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed. The root cause of the reported issue cannot be determined. A follow-up MDR will be submitted if any additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, system presented fault 23. The intuitive surgical, inc.(isi) technical support engineer (tse) also attempted troubleshooting by recommending to check the blue fiber cable and reset the system; however, the issue persisted. At that time, the surgeon made the decision to complete the procedure with a patient side cart (psc) from another davinci post anesthesia and port placement. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) has been requested to investigate the reported event. At this time, the additional fse investigation has not been completed.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. Fse identified that the blue fiber cable was not connected correctly and the connectors were dirty. After the fse cleaned the connectors, the system ran without faults there was no part replacement required. The system was tested and verified.